Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: set the main unit and screen at 1080p, and the image, serial number and model number cannot be displayed on the screen after turning on the main unit/pressing the white balance button will not immediately complete the adjustment and does not display white balance success on the screen/after restarting the camera, it will not show the white balance is complete/the color and brightness are not normal, and there is obvious noise, missing corners, overlapping and other anomalies that may affect the image observation/when you rotate the grip part, it does not operate smoothly and the image of the endoscope will not rotate with it, it will come loose when shaking the connecting part. A root cause could not be identified. Based on the results of the investigation, the reported malfunction was not reproduced. Therefore, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to the legal manufacturer, but it was returned to the distributor on for inspection and repair. The device evaluation was completed by a third party (distributor) and the reported failure was confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had abnormal image during setup. There were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.